Manufacturer narrative:
Investigation results: a visual examination of the returned complaint device found no visible damage in the exit ramp. It was noted that the ramp mandrel was not returned with the device. Evaluation of the returned device revealed no issues with the exit ramp. The mandrel was not returned for analysis, however, based on the reported details, it¿s likely that the user neglected to remove the mandrel prior to use (as specified in the directions for use document). Therefore, the most probable root cause classification is user error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and no anomalies were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, the plastic mandrel was not removed from the device prior to use, as is indicated in the directions for use (dfu). During the procedure, after the stones were extracted, the mandrel fell from the device and was noticed to be curled up around the ampulla of the patient. The detached piece was then retrieved with a snare, and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, the plastic mandrel was not removed from the device prior to use, as is indicated in the directions for use (dfu). During the procedure, after the stones were extracted, the mandrel fell from the device and was noticed to be curled up around the ampulla of the patient. The detached piece was then retrieved with a snare, and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.